Event description:
The surgeon reported poor irrigation and aspiration. A posterior capsule tear occurred. Additional information received states the surgeon complained that system was not functioning as he would like. The surgeon has been using linear phacoemulsification for some time and is unhappy with the repulsion of the lens during surgery. The surgeon stated he would not return to the facility until they purchase an upgrade for the system.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report was mailed to FDA on: 12/23/2008.